Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to inspect and clean the pneumatic tap area, remove the misplaced o-ring, and ensure the cartridge was properly attached. The customer successfully completed the load process and was able to resume insulin therapy.